Event description:
It was reported that a change of poly liner and femoral head was performed due to liner wear 20 years after implantation.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinically relevant documentation was provided for evaluation and/or inclusion in a medical investigation. However, the complaint indicated years implanted (20+) with liner wear was the contributing factor for the revision of the liner and femoral head. Given the time in-vivo, a revision procedure would not be considered an unexpected occurrence. The patient impact beyond the revision itself cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.